Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.2, lab: 2.6. Tests were done within 20 minutes; therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.